Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle fell off of the device and was unable to be removed from the vaginal cuff tissue. There is no known impact to the patient. Additional information has been requested but not yet received.